Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Di not available since serial number is unknown.

Event description:
It was reported that the patient presented in clinic. Upon interrogation the programmer displayed a "diagnostic data is invalid" error message. The message was cleared and the device was able to be interrogated. Patient was stable.